Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection revealed an external insulation abrasion on the distal portion consistent with friction between the lead and device, breaching the non-functioning cable lumen with no damage noted to the cable coating. Internal insulation abrasions were noted in multiple locations breaching the right ventricular, ring electrode, and non-functioning cable lumens. No damage was noted on the cable coatings in any abrasion zone. Electrical testing did not reveal any indication of conductor fractures. Updated field safety corrective action (fsca) implemented in november 2011 ((B)(4)) with updated patient management recommendations and estimates of failures associated with all cause insulation failure on riata and riata st silicone endocardial defibrillation leads, with a specific emphasis on externalized conductors. St. Jude medical voluntarily and proactively stopped selling riata and riata st silicone defibrillation leads in december 2010. No riata and riata st silicone endocardial leads included in the fsca have been distributed post this corrective action. All concerned competent authorities were notified about this action at the time. Updated information regarding performance of riata and riata st silicone defibrillation leads can be found on www.riatacommunication.com.

Event description:
This report is to advise of an event observed during analysis.